Manufacturer narrative:
Although requested, weight information was not received from the customer. The customer¿s report of an overinfusion of magnesium was not confirmed. The pcu event log contained no obvious programming errors that would result in the reported event. Functional testing performed found the pump module to be delivering fluid within specification. Backflow due to a faulty check valve was confirmed during functional testing. A faulty check valve would allow fluid from the secondary bag to flow into the primary bag. The device was being used for treatment. The root cause of the overinfusion of magnesium was not definitely identified.

Event description:
It was reported that at 10:54 on the 5b1 unit, the nurse programmed the pump module to infuse a secondary infusion of magnesium 2gm/100ml at 25ml/hour for 2 hours. The nurse returned to the bedside at 11:45 to find that the magnesium bag was empty. The pump module showed that there was still 1 hour and 13 minutes left for the infusion. The customer states that there was no patient harm. The nurse observed the patient after the event and states that the patient was stable with no signs of distress throughout the shift; and there were no additional lab tests ordered.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that at 10:54 on the 5b1 unit, the nurse programmed the pump module to infuse a secondary infusion of magnesium 2gm/100ml at 25ml/hour for 2 hours. The nurse returned to the bedside at 11:45 to find that the magnesium bag was empty. The pump module showed that there was still 1 hour and 13 minutes left for the infusion. The customer states that there was no patient harm. The nurse observed the patient after the event and states that the patient was stable with no signs of distress throughout the shift; and there were no additional lab tests ordered.